Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/oct/2009. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental med watch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Left side: patient reported having experienced a lump or thickening in or near the breast or in the underarm area. Healthcare professional reported deflation." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, yellow particles inside the device. Leak test was performed and found opening on radius . A microscopic analysis was performed which identify crease smooth opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius assessed as fold flaw opening.

Event description:
Left side: patient reported having experienced a lump or thickening in or near the breast or in the underarm area. Healthcare professional reported deflation." The device has been explanted and replaced.